Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the radio frequency transmitter exhibited read error when interrogating the implantable cardioverter defibrillator. Further troubleshooting attempts were completed on (B)(6) 2018 but the device still exhibited read error. A different transmitter with induction transmission was used to read the device successfully. Damage to the radio frequency chip in the device was suspected but not confirmed. The patient did not experience any adverse consequences. No further information was available.